Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device drawer 4.2 row b failed and did not recover. The field service engineer (fse) tested both controller cards and found the resistance bridges were out of tolerance as per the knowledge article. The fse replaced the controller boards to resolve the issue. The fse was informed by the customer that this malfunction occurred during the workflow and fse then verified that the staff dispensed medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 row b was failed and would not recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.